Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was possible. Clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to a kinked cannula because of use related improper technique. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, a delivery issue involving an impella cp pump. During the initial insertion, the pump was unable to maintain placement across the aortic valve. The pump was removed for re-insertion, however, the pump felt tight on the wire and the delivery was aborted. A second cp pump was subsequently implanted for patient support. No patient harm was reported.